Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient came to the doctor for follow up programming. Patient stated that their symptoms seemed to have returned. Upon checking impedances, an open circuit on contact zero was found which was the contact being used for therapy. It was noted that the doctor changed the patient's contact to case and 1 and the therapy returned/ issue was resolved at the time of the report. Patient was doing better with the new programming however the contact zero impedance remained high so this contact would not be used. No further patient complications were reported/anticipated as a result of this even.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating that the cause for the high impedance/open circuit was not known. No further patient complications were reported/ anticipated as a result of this event.